Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv), right atrial (ra) and implantable cardioverter defibrillator (ICD) were explanted due to erosion, (B)(6) infection and bacteremia. Patient was noted to have atrial fibrillation with rapid ventricular rates. Patient tolerated the procedure well and there were no immediate complications.